Event description:
It was reported that during insertion of iab, it bacame stuck in sheath. Assembly was removed and new iab was inserted. There were no pt complications.

Manufacturer narrative:
F/u report will be filed when eval is complete.